Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle device after an angioplasty interventional procedure using a 7f sheath. The prostyle device pre-flushed with saline prior to use in the anatomy. Reportedly, no blood flow was noted coming out of the marker lumen, but instead blood was coming out through the quick cut. A new prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Visual analysis was performed on the returned device. The reported marker lumen obstruction of flow could not be confirmed as the returned device was successfully flushed. However, the marker lumen was returned bent inside the device handle. Production record and corrective and preventive action (CAPA) reviews were performed and revealed that this event has been deemed to be related to a potential product quality issue. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported obstruction of flow was concluded to be related to potential product quality issue due to bent marker lumen. A CAPA was initiated to further evaluate the failure due to the potential product quality issue and a corrective action, if any, will be determined per internal operating procedures. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.